Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the bearings, gear, roller, and comb were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time the device was in need of repair. It is unknown if there was patient impact or delay. During product evaluation it was found that the comb was damaged. Due diligence is complete and there is no additional information available.